Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and a replacement tandem charging cable was sent.